Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history review (DHR) cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised that incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the airseal ifs, 120v device, was being used during a robot assisted colectomy procedure on (B)(6) 2026 when it was reported, "subcutaneous emphysema extending up to the neck occurred during the procedure. Due to the extensive severity of the subcutaneous emphysema, the procedure was converted from robot-assisted surgery to an open approach, and the operation was completed.". The procedure was completed and there was no report of medical intervention, or extended hospitalization for the patient. There was also no report of the device malfunction. This report is being raised on the reported injury due to the patient obtaining subcutaneous emphysema.

Event description:
Conmed japan reported on behalf of the customer that the airseal ifs, 120v device, was being used during a robot assisted colectomy procedure on (B)(6) 2026 when it was reported, ¿subcutaneous emphysema extending up to the neck occurred during the procedure. Due to the extensive severity of the subcutaneous emphysema, the procedure was converted from robot-assisted surgery to an open approach, and the operation was completed¿. The procedure was completed and there was no report of medical intervention, or extended hospitalization for the patient. There was also no report of the device malfunction. This report is being raised on the reported injury due to the patient obtaining subcutaneous emphysema.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.